Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. During customer's hospitalization, the blood glucose was 446 mg/dl. Customer's bolus was not working properly. Insulin pump was displaying a low battery alarm. Nursed removed cannula from customer, and it was bent. The blood glucose reading was 170 mg/dl. Nothing further reported.